Event description:
An administrator reported a pt underwent "vision is not good" at 20/400 following intraocular lens (iol) implant surgery. She reported the pt has a history of macular degeneration in both eyes. In a f/u, the opthalmic assistant reported the pt has trouble with night driving, sees starbursts and halos with light sources, and the pt's vision is very hazy (unable to read up close). She reported these events continue. She also reported that posterior capsule opacification was noted approx five months postoperatively and a yag laser capsulotomy was performed. She reported that, in the surgeon's opinion, it is unk if the device caused/contributed to the events.

Manufacturer narrative:
Product eval: the lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/19/2011 and 08/25/2011 by email, fax and mail. A completed questionaire was received on 09/02/2011. (B)(4).